Manufacturer narrative:
On 4/22/2019, mentor became aware that the patient will undergo bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/8/2019, the mentor failure analysis lab has received the device for evaluation. On 6/24/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 7508562 sn: (B)(4) and (right) 340cc mentor memorygel breast implant catalog: 3507340mc lot: 7385375 sn: (B)(4). On 6/26/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed an area of missed material, measuring approximately 1.0 cm x 1.1 cm in the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 300cc mentor smooth round moderate profile saline catalog: 3501645, lot: 5706768, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with a 300cc mentor smooth round moderate profile saline breast prosthesis on the left side, experienced deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.